Event description:
The patient contacted lifescan in 2005 and alleged that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 186 mg/dl, and 135 mg/dl with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, the patient was walked through two consecutive control solution tests and the results fell outside the specified range. The test strips were in good condition and within the expiration date. The meter was in the right unit of measurement (mg/dl) and it was coded correctly. She did not receive any medical attention.